Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had "blood leak from the connection between catheter and catheter hub after punctured". Furthermore there was "blood exposure to the patient's bare skin." No serious injury or medical intervention reported.

Event description:
It was reported that bd angiocath IV catheter had "blood leak from the connection between catheter and catheter hub after punctured". Furthermore there was "blood exposure to the patient's bare skin." No serious injury or medical intervention reported.

Manufacturer narrative:
The reported complaint of leakage was verified by our quality engineer. The sample was sent for a CT scan for images of area of leakage, it was determined the leakage was from an opening in the catheter. Photographs were provided in support of this complaint as well. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the investigations performed the failure in question may have occurred due to a punctual failure of fledge in the component of the catheter assembly machine called swedge pinn, however, no data were evidenced that could prove this possible root cause. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.